Event description:
It was reported during a laparoscopic cholecystectomy, an al326 was used successfully on the first three firings. On the fourth firing, the device misfired and the clip would not close. A new al326 was opened to complete the case. There was no consequence to the pt.